Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2025 for acute decompensated heart failure. The patient had been experiencing ventricular tachycardia at home which was presumed to the main cause of the chronic heart failure. The patient was experiencing symptoms of progressively worsening fatigue, exercise tolerance, and functional status since their visit one month prior. The pump speed was increase from 5200rpm to 5400rpm. The patient had a history of arrhythmia prior to left ventricular assist device (lvad) implant. The patient had an ICD placed prior to implant. The event was not thought to be device or therapy related. The lvad operated as expected.

Manufacturer narrative:
B2 - outcomes attributed to adverse - correction. H5 - labeled for single use? - correction. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The reported events were not thought to be related to the left ventricular assist device (lvad), as the device was reported to be operating as intended. The patient has a history of arrhythmia pre-lvad and had an ICD implanted prior to the lvad. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revisions of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Section 1 of this document lists adverse events, including cardiac arrythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complications that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.